Event description:
It was reported that pump battery depleted too quickly based on customer email. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up from technical support, and no event date or timeframe was provided, so technical support was unable to confirm battery depletion allegation and no additional information was received regarding the outcome of the event.